Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy was delivered due to noise on the ventricular channel. The lead will be explanted.